Manufacturer narrative:
Date rec'd by MFR: 11aug2019. The exhalation flow sensor was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the exhalation flow sensor revealed signs of contamination on the heated film element. The exhalation flow sensor was installed into the failure investigation test ventilator to verify and test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned exhalation flow sensor generated the reported failure, and therefore, did not pass testing. The reported complaint of the exhalation flow sensor being out of specification was confirmed and duplicated. Contamination on the heated film element of the exhalation flow sensor will result in inaccurate flow readings. Fault was found on this returned exhalation flow sensor. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16may2019. Fse found the leak coming from the o2 regulator. Fse also confirmed the reported error code. Fse replaced the unit's oxygen regulator assembly and air exhalation flow sensor to resolve the reported issue. Unit was tested and passed. Unit returned to service.

Event description:
During preventative maintenance (pm) the manufacturer's field service engineer (fse) found the unit had an oxygen (o2) leak and error code message of difference (>20 lpm) between oxygen flow sensor and exhalation flow sensor. Issue was found during pm so there was no patient involvement.